Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not working anymore, numbers were blinking, new batteries were empty after a very short time, the rate of bolus and basal was changing constantly. Customer's blood glucose value was normal. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery alarm noted during testing or in the insulin pump trace download. The test p-cap locks properly in the reservoir compartment noted. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display or unexpected numbers blinking noted. The battery tube connector plugged in properly to electrical board 1 during visual inspection. Insulin pump programmed with a bolus deliveries and basal rate of 2.0u/hr and monitored. All bolus deliveries and basal rates registered properly in the insulin pump history summary noted. Insulin pump received with cracked case behind the pump at the battery compartment and cracked battery tube threads.